Manufacturer narrative:
This report is for an unknown - nail head elem: tfna lag/unknown lot number. Without the specific part number, the UDI number and 510k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number, the device history records review could not be completed as no product was received. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: (B)(6) hospital, (B)(6) 2019. This case has logged to capture tfna removal regarding to (B)(4). Tfna inserted in vic in 2014 concomitant devices reported: unknown screws: trauma, (part# unknown, lot# unknown, quantity# unknown); unknown nails: tfna, (part# unknown, lot# unknown, quantity# unknown). This complaint involves one (1) device. (B)(4) will capture the device that was removed during the procedure while (B)(4) was created to capture postoperative which an unknown trochanteric fixation nail advanced (tfna) lag screw had an unknown issue. (B)(4) will capture the postoperative event which an unknown trochanteric fixation nail advanced (tfna) lag screw had an unknown issue while (B)(4) will capture the intraoperative event to capture the removal of the device during the procedure. This report is 1 of 1 for (B)(4).